Event description:
It was reported that the brakes on the bed were not properly holding. It was verified that a field correction brake kit was never installed on the unit. No adverse consequence reported.